Manufacturer narrative:
Date sent: 08/27/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair, the clip ejected from the device. Another instrument was used to continue the procedure without any further events. There was no pt consequence.